Event description:
It was reported that this right ventricular (rv) lead has perforated as the physician was opening the patient for heart aortic root procedure. This rv lead was explanted and replaced with a non-boston scientific model. No additional adverse patient effects were reported.